Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating blood glucose with episodes of hypoglycemia and hyperglycemia while using the ilet for approximately ten months, with self-management including oral glucose sources such as juice, candy, and additional carbohydrates that led to subsequent hyperglycemia; the user inquired about a factory reset and received education on avoiding overcorrection, the 15-15 rule, and appropriate timing of meal announcements relative to low glucose. Symptoms included hypoglycemia and hyperglycemia without loss of consciousness, diabetic ketoacidosis, or need for medical intervention. Outcomes included transient impact to glucose control without hospitalization or external assistance. Investigation included review of user-reported history and device use patterns, including meal announcement behavior. Investigation of this case revealed user technique and overcorrection behavior as likely contributors to the reported glucose excursions, with no device alarms or alerts noted. It was concluded, based on previously established findings for similar reports, that the cause was unclear and potentially related to use-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.